Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) levels rose to 26.2 mmol/l (471.6 mg/dl) while wearing the pod for between 5 and 24 hours. The patient's bg levels increased during the night and the patient attempted to lower the levels with a bolus with no effect. Patient called 111 and went to portsmouth rd, frimley, camberley gu16 7uj, UK hospital on 13-jul-2025. The pod was removed at the hospital and it was noted the cannula was not properly inserted into the infusion site (leg) and the cannula appeared bent. The site appeared slightly inflamed and irritated from the pod adhesive. Ketones were 0.2 mmol/l. Patient was attended by a nurse named emma. Patient was given manual insulin injections and a new pod was applied. The patient was released after 2 hours.